Event description:
The customer reported the device was broken/damaged. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted lvp bezel post recall completed, replaced bezel assembly. Replaced rear case recall completed. Replaced air-in-line, front door, sear latch, right/ left iui's and membrane frame. A review of the device history record showed the device had a manufacture date of 05/13/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly - cracked housing. During servicing we identified faulty sear which constitutes a reportable malfunction. There was no patient involvement. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the ail sensor assembly - cracked housing. During servicing we identified faulty sear which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2014-0284 lvp air-in-line. CAPA _00926 lvp door latch. CAPA ca-2013-0494 lvp sear damage. CAPA ca-2018-0161 iui conn issues.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was broken/damaged. No patient involvement.